Manufacturer narrative:
The mammotome biopsy system is indicated to provide tissue samples for diagnostic sampling of breast abnormalities. The device has not been returned for evaluation, which prevents a full investigation and analysis of the root cause at this time. However, this failure has been identified in the risk management file for potential patient harm for a smoke, smell or odor, including fire. Follow up intervention may be required in the event a patient would be impacted by the smoke, smell or odor, including fire.

Event description:
Devicor medical products inc. Received a report from sales stating, the unit was overheating and started to smell of smoke, it was described as electrical smoke. The touch of the device was so hot they couldn't use and they shut off the control module. No patient involvement, event happened prior to use with a patient. This has been documented in our system as record # (B)(4).